Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The user received questionable hcg stat results for one patient sample from the cobas e411 rack analyzer serial number (B)(4). All results are in miu/ml. The initial result was 0.500 with a data flag. The repeat results were 16.80 with a data flag and 15.77 with a data flag. It was unknown which result was reported outside the laboratory. The customer refused to give any information about if the patient was adversely affected.

Manufacturer narrative:
The investigation could not determine a specific root cause. Calibration and instrument performance data was acceptable which indicated no instrument issue was involved. A possible cause was sample preanalytics, however this could not be investigated as the user refused further examination. No adverse events have been reported.